Event description:
Rn reported on behalf of pt's caregiver that the care giver received a needle stick upon re-shielding a used syringe. The pt was (B)(6).

Manufacturer narrative:
Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Quality will continue to monitor on monthly trend reports.